Event description:
It was reported to boston scientific corporation that a prolieve thermodilatation kit was used during a transurethral microwave therapy (tumt) procedure. According to the complainant, during procedure preparation, the prolieve thermodilatation kit leaked around the anchoring balloon after being inflated with 5cc of water. The user successfully completed the procedure with another prolieve thermodilatation kit. No pt complications were reported due to this event. The pt's condition was reported as "fine."

Manufacturer narrative:
The suspect device, a prolieve thermodilatation kit, has been returned, but an evaluation has not been performed. Therefore, a failure analysis is not available and we are not able to determine the relationship between this device and the cause for this event. (B)(4).